Event description:
The customer reported that a defib fail message came up right after power up and that the "do not use" symbol comes on. They found the problem during routine maintenance check. No patient involvement.

Manufacturer narrative:
The device is an automatic external defibrillator and the actual device involved was evaluated. Factory service identified a failure on the defib board. They replaced the defib board to restore normal operation. Further investigation by engineering isolated the problem further to an analog to digital converter chip on the defib board, which had an internal shot. We returned the device to the customer following repair and functional testing.